Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the impactor tip broke upon impaction.

Manufacturer narrative:
The reported event was confirmed, since the instrument was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device shows there a diagonal fracture across two thirds of the circumference of the device. There are also divots along the edges of the instrument. A functional inspection of the instrument was not considered necessary nor possible as the device is clearly broken rendering it non-functional. Based on investigation the root cause was attributed to combination of usage and material fatigue related issue. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the impactor tip broke upon impaction.